Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).the customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.